Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a nurse that the customer was hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 22 mg/dl at the time of the incident. The customer was at 75 mg/dl on the morning of the incident and did not eat all day. The caller did not mention how they treated. The customer experienced symptoms such as being unresponsive. The customer was most likely wearing the insulin pump during the incident. Troubleshooting was not completed and no further details were provided. The insulin pump will not be returned for analysis.